Event description:
Per the surgeon, the pt's device was explanted in 2008 due to an unsuccessful insertion of the electrode array into the cochlea during the initial surgery. The pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report.